Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) bleeding did not stop after the proximal seal was deployed. There was bleeding, but it was not massive bleeding as the surgeon said he was holding it with his finger. The proximal seal was untied, a new device was opened, and the operation was performed. There was no procedural delay. The procedure was completed without any problems and there were no problems for the patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
(B)(4). The lot # 3000336701 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.